Event description:
Additional information stated the patient had their device pocket revised due to a problem with recharging. Intraoperative testing showed the recharger was only getting 4 of 8 coupling bars and the device was only 5mm deep. Five days later, it was reported the device revision was successful, and the patient's recharging issue was resolved. It was stated the device was flipping in the pocket and was implanted deep. A new, shallower pocket was created, and the old pocket was closed.

Manufacturer narrative:
Product ID: 37651 lot# serial# (B)(4), product type recharger product ID: 37642 lot# serial# (B)(4), product type programmer, patient product ID: 3708660 lot# serial# (B)(4), implanted: 2012-(B)(6), product type extension product ID: 3708660 lot# serial# (B)(4), implanted: 2012 (B)(6), product type extension product ID: 3387s-40 lot# v688048, implanted: 2011 (B)(6), product type lead product ID: 3387s-40 lot# v688048, implanted: 2011 (B)(6), product type lead. (B)(4).

Event description:
It was reported that a patient was having difficulty getting coupling bars and charging their implantable neurostimulator (ins). It was noted that the patient had a history of the ins "spinning" or flipping in the pocket. This ins was "sutured well" in the pocket. The reporter thought the ins might have flipped or was tilted in the pocket. The patient was going to schedule an appointment with their surgeon and have x-rays taken to determine the cause of the difficulties with recharging. Later it was reported that the patient had described the ins as being tilted. The patient also experienced some "discomfort" at the ins site, as well as difficulty recharging. No further information was provided. If more information is received, a follow up report will be sent.

Manufacturer narrative:
(B)(4).